Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm in diameter thoracic aortic aneurysm. The proximal neck was 29.3-31.1-39.4-31.7 mm in diameter and 56 mm in length. The distal landing zone was 14mm, proximally 43mm, distally 31x37mm at the celiac artery. It was reported that during the index procedure, another manufacturer's 36x36x100 stent graft was deployed in the mid descending aorta approximately 4.5cm proximal to celiac artery and then a valiant 42x42x100 was implanted distally. The stent graft landed approximately 5-10mm proximal to the celiac artery. Upon final angiogram, a distal type 1 endoleak was observed. The physician decided to implant seven aptus staples however, the endoleak persisted. The patient will be monitored. The physician stated that the cause of the event was due to a short reverse taper distal landing zone. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Review of pre-implant 3d film report and cta¿s confirmed that the patient had a 56mm max diameter taa within the descending thoracic aorta. The distal landing zone was short (14mm length) and reverse tapered. The flow lumen diameter just proximal to the celiac artery measured 32 x 34mm, and 1cm above the celiac measured 34 x 39mm. The exact cause of the distal type I endoleak could not be determined. Images during implant and post-implant were not available for review. The observed endoleak and implant of the aptus staples could not be assessed. It is possible that the short and reverse tapered distal neck may have contributed.